Event description:
It was reported that this patient experienced a known history of atrial fibrillation (af) with intermittent undersensing. A remote transmission flagged event, which included a single atrial paced (ap) complex that appeared atypical. Upon review, it was confirmed intermittent right atrial (ra) undersensing, despite sensing being programmed to the most aggressive threshold. Ra pacing is occurring as a result of af undersensing. Ra lead integrity should be evaluated during the next in-office follow-up. Currently, this product remains in service and no adverse patient effects were reported.